Event description:
It was reported that a stent damage was occurred. The target lesion was located in the middle left anterior descending (lad) artery. Fr cls 3.5 guide catheter and choice pt extra support guidewire was advanced to the lesion. The lesion was predilated with a 2.5 x 10 flextome cutting balloon and placed the first 2.5 x 32 ion stent successfully. The second 28mm x 3.50mm ion stent delivery system (sds) was then advanced to the middle lad and would not cross the lesion. When they pulled it out to dilate again, they noticed a proximal stent strut flared out from the balloon delivery system. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination found that the stent was slightly damaged at the proximal side. One strut on the most proximal row was lifted. The tip was slightly flared. This type of damage is consistent with meeting an obstruction during an attempt to cross a lesion. The balloon was tightly wrapped and did not appear to have been subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that a stent damage was occurred. The target lesion was located in the middle left anterior descending (lad) artery. Fr cls 3.5 guide catheter and choice pt extra support guidewire was advanced to the lesion. The lesion was predilated with a 2.5 x 10 flextome cutting balloon and placed the first 2.5 x 32 ion stent successfully. The second 28mm x 3.50mm ion¿ stent delivery system (sds) was then advanced to the middle lad and would not cross the lesion. When they pulled it out to dilate again, they noticed a proximal stent strut flared out from the balloon delivery system. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is fine.